Manufacturer narrative:
Additional suspect medical device components involved in the event: reference number: (B)(4), product family: scs-linear leads, upn: (B)(4), model: sc-2366-30, serial: (B)(4), batch: 19844324. Reference number: (B)(4), product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 5027923. As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report, device history record, and sterilization record were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint. Device disposed of by hospital.

Event description:
A report was received that the patient presented with redness, swelling, and an unpleasant feeling at the incision site for both the leads and ipg. The patient was given antibiotics and underwent an explant procedure to remove the leads and ipg. A culture was taken that was positive for (B)(6). The physician does not believe the infection to be device related.